Event description:
During the procedure, an atrioventricular (av) nodal reentrant tachycardia was confirmed by stimulation. After recording the geometry, the his bundle was marked and at the start of the ablation, the patient moved which made the catheter unstable. An echocardiogram revealed an av block 2. The procedure was completed and the patient was transferred to the intensive care unit.

Manufacturer narrative:
B5, d4, e1 (physician name).

Event description:
The av block resolved on its own, the patient is currently on the normal station to record a long-term ECG.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported av block remains unknown.